Manufacturer narrative:
This report is filed on september 22, 2017.

Event description:
Per the clinic, the patient experienced extrusion of receiver stimulator and infection at implant site. Subsequently the device was explanted on (B)(6) 2017 and the patient was placed on IV antibiotics and a 2 week course of oral antibiotics post explant.